Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a suspected infection due to a hematoma. The patient was administered antibiotics, and the device and associated electrode were explanted. No additional adverse patient effects were reported. All information received via electric system is attached to this record.